Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis and extraneal bag which ripped in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, during continuous ambulatory peritoneal dialysis (capd), the patient's extraneal bag ripped, and the dialysis was performed as manual. On (B)(6) 2010, the patient was admitted to the hospital due to peritonitis. The physician stated that the patient feels significantly better and his treatment with antibiotics has been adjusted properly. The physician estimated a 90% improvement in the patient's state, therefore the event of peritonitis was resolving. The outcome of extraneal bag ripped was not reported. At the time of this report, the patient remained hospitalized. The action taken with extraneal therapy was unknown. The reporting physician's assessment of causality for the event of peritonitis was unclassified, however the physician suspected that the incident of the extraneal bag being ripped could have contributed to the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.